Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI is required.reporting institution phone#:(B)(6).a philips field service engineer (fse) was onsite to confirm the speaker malfunction. The fse recommended that the customer order part 453564406631 iv2-flex mechasy loudspeaker. The customer was provided the part number for the replacement speaker to resolve the issue. The customer has assumed the responsibility to notify philips when the part has been ordered and to schedule assistance with the part replacement.

Event description:
Philips received a complaint on the intellivue mx400 patient monitor indicating that there was a speaker malfunction. There was no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.